Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified cephalic vein. A 6.00mmx2.0cmx90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured upon second inflation at 10 atmospheres for 30 seconds and a pinhole was noted at the middle part of the balloon. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was good post procedure.